Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6) (B)(4) it was reported that on (B)(6) 2025, a 34mm amplatzer amulet was chosen for implant. It was then reported on (B)(6) 2025, a transesophageal echocardiogram noted a 1.7cm x 2.0cm thrombus on the device. Patient anticoagulation regimen was updated. On (B)(6) 2025, a 4.2mm gap was noted at the posterior lateral edge of the 34mm amplatzer amulet., uncovering a small area of the proximal left atrial appendage tissue. The device lobe was well seated. Patient was restarted pn warfarin. On (B)(6) 2026, a 4.2mm device leak was seen again. A decision was made to implant an unknown 25mm amplatzer device to resolve the leak.